Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a heart transplant. No other information was provided.

Manufacturer narrative:
This event was determined to be supplemental information to manufacturer report number 2916596-2023-03793. The investigation findings will be submitted under report number 2916596-2023-03793.